Event description:
It was reported by the customer that during a wisdom tooth removal procedure with irrigation coming from the core console; the drill was switched on and after 3-4 seconds the attachment came into contact with the pt's lip, small burn was observed on the lip. The burn was approximately the size of a 2cm circle. The customer reported that the pt's lip had been rubbed with paraffin wax prior to the procedure, additional paraffin wax was applied after the procedure.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the technician noted excessive vibration and overheating. The attachment was disassembled and visually examined; during the visual examination excessive corrosion was noted. The upper bearing that was overheating during use had corrosion debris inside of it, causing higher than normal friction. The corrosion was most likely caused by improper sterilization procedures by the customer.